Event description:
It was reported that the twist clamp to the connection point of the minicap transfer set came apart and leaked. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection was performed, and it was noted that there was a broken occlude foot beneath the twist clamp. Leak testing and clamp function testing were performed, and it was noted that there was a leak through the closed twist clamp. Clear passage testing was performed, with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that the leak occurred between the main body (light blue) and female connector (dark blue) of the minicap transfer set. Update made to f10/h6: component codes: replace g0405203 with g04070. G04034 added. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.